Event description:
While using a byte retainer, patient reports that their bottom teeth are loose and a little tender. Patient visited their dentist. Their dentist said that mobility is typical for aligner treatment and their gum sensitivity was likely due to brushing too hard. Some recession is visible on #26. Requested additional photos and info regarding recession form the patient. Provided fit tips, hold in a comfortable aligner and also do the boil and bite if needed. Patient provided update that they adjusted their brushing and irritation has improved but the area still remains sensitive and their teeth a very loose for being in a retainer. Requested mobility video from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.